Manufacturer narrative:
A siemens customer service engineer (cse) was sent to the customer site for system inspection on 10/3/2014 for advia centaur cp s/n (B)(4). The cse ran the calibration with lot # 010087 and the calibration passed. The cvs were high, but within assay limits. The customer ran the qc and the level 1 was out of range. A fresh reagent readypack was placed on the instrument from the same lot. The calibration was run and passed with acceptable cvs. The qc was run and level 1 was out high. The qc was repeated using fresh material and the level 1 was in range. The cse ran ten replicates of the low calibrator material and ten replicates of the qc level 1. The calibrator run was acceptable. The qc level 1 was acceptable but on the high end of the range. The cse then performed daily and monthly maintenance. The qc was run after maintenance and was acceptable. The customer ran some patient samples and the results were good. The cse went to the customer site on (B)(4) 2014. A precision run was performed using lot # 010087. No signal errors were observed during the run of 50 replicates. Sample eject errors were obtained. The sample probe was replaced and calibrated. The precision run was repeated and no signal errors were observed. The cse loaded the lot # 010088 per the customer's request. The calibration and qc were run. The calibration was acceptable. The qc was out high for level 1. The qc was repeated with fresh material and was acceptable. The customer was still having intermittent issues with qc on 10/15/2014. The cse went to the customer site for troubleshooting on (B)(4) 2014. The cse replaced the syringe assembly. Rerouted the acid probe tubing. Performed the daily cleaning procedure (dcp) and bubble detector calibration. The calibration and qc were run with acceptable results. The advia centaur cp s/n (B)(4) is a backup instrument for the troponin ultra assay. Siemens healthcare diagnostics is investigating the issue at the customer site. Customer to obtain new qc material. The instruction for use under the quality control section states the following: "siemens healthcare diagnostics recommends the use of commercially available quality control materials with at least 2 levels (low and high). A satisfactory level of performance is achieved when the analyte values obtained are within the acceptable control range for the system or within your range, as determined by an appropriate internal laboratory quality control scheme. If the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples. If necessary, contact your local technical support provider or distributor for assistance."

Event description:
The customer obtained out of range results for the advia centaur cp troponin ultra (tni-ultra) quality control (qc) level 1 when using reagent lot 010086 with qc lot 23820. The calibration was run after qc was out of range. The calibration failed due to high cvs. Patient results were not affected. No patient samples were run while qc was out of range. There was no report of adverse health consequences due to the out of range troponin ultra qc results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2014-00258 on october 28, 2014. 12/22/2014 additional information: the customer has reported since the service visit, the quality control values have been in range. The customer requires no further assistance at this time. The cause for the out of range troponin ultra quality control results is unknown. The instrument is performing within specifications. No further evaluation of the device is required. Instrument information: brand name: advia centaur cp, common device name: immunoassay analyzer, product code: moi, model #: advia centaur cp, serial #: (B)(4).